Event description:
Plaintiff alleges that she has developed severe allergic reactions to latex and has been required to seek medical attention as a result. Further alleges that she suffers from physical injuries chest pain and tightness, dyspnea, facial, chest and arm rashes, nasal inflammation and fatigue, and other physicial injuries, choking, as well as great despair, and loss of enjoyment of life. Alleges that she must live her life in constant vigilance for the presence of latex products avoiding everyday common products. Also alleges suffering great loss and depreciation of her earnings and earning capacity.